Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had low helium problem even though the cylinder was full. The issue was discovered during start up test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed a functional check with a patient simulator and iabp consumable. Calibration and verification of the pressure sensors (vacuum, pressure) were performed. Calibration and verification of the helium pressure sensors (external, internal) were performed to fix the issue. The fse performed the compressor pneumatic performance test, functional tests with a simulator (pressure signal, ECG signal), and electrical safety tests.